Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The fan cable of the rear panel was not properly connected to the main board and the fan was not working. This caused the temperature of the igniter to rise. In addition, the indicator indicating emergency lamp error was lit up on the front panel. After refastening the cable, the device worked properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the emergency lamp error occurred 15 minutes after starting to use the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the investigation by olympus medical systems corp. (Omsc), the following was confirmed. -the reported emergency lamp error meant that the examination lamp went off and the emergency lamp lit up. This was caused by the fan not working and the rear panel fan cable was not properly connected to the mainboard. -the fan connector was not properly connected to the cr board. This issue can be caused by a physical impact on the device in transit. A physical impact on the device in transit could have caused the rear panel fan connector to slip and the rear panel fan to stop spinning, causing the temperature inside the device to rise. As a result, it is possible that the safety mechanism has been activated, causing the examination lamp to turn off, switching to the emergency lamp, and turning on the emergency lamp indicator on the front panel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.